Event description:
A customer obtained an erroneously elevated troponin (accutni) result, in the risk stratification range, on one patient's sample. A) the result was reported out of the lab.upon repeat, the accutni result was in the normal reference range. A subsequent sample also resulted in the normal reference range. The physician gave the patient a low dose aspirin due to the erroneously elevated accutni result and was held for observation.

Manufacturer narrative:
The sample was obtained from the ER nurse in a lithium heparin tube with a gel barrier. The specimen was centrifuged at 3,500 rpm for 5 minutes.qc was within the customer's established ranges before and after the event. A system check performed on 03/10/10 met specifications. No errors were posted to the event log.the customer believes this event was due to sample handling issues and declined service.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.